Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "itching in the chest area, sharp pain in chest and a possible deflation."

Event description:
Patient reported unknown side "itching in the chest area, sharp pain in chest," and a "possible deflation." Patient additionally reported "lower back pain" and "hair loss;" these events are unrelated to the device. Manufacturer of the device is unknown. Device remains implanted.